Event description:
A malfunction alarm was reported, identified as malfunction code 9, with no events preceding the issue. There was no adverse impact on the customer's blood glucose level. Customer technical support provided pump reset information and assisted the customer in resetting the pump; the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction codes reappear, which the customer understood and acknowledged.